Event description:
(B)(4). My symptoms began several months after having this procedure done, and have been progressively getting worse ever since. My list of issues with this device include, but are not limited to: painful periods, heavy periods, severe pelvic pains, migraines, pregnancy symptoms, more than one period a month, bloat, brain fog, memory loss, depression, ovarian cysts, rash, back pains, painful intercourse, mood swings, lack of energy, no appetite. I have just recently found that I have more than one kit implanted as well, and am now forced to have a hysterectomy at (B)(6) years old. I have had these for two years and had nothing but problems. This device is dangerous and should not be on the market. And per (B)(6) data sheet, the pet fibers are not supposed to be permanently implanted.